Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: 4574 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was fractured by the clavicle. It was also reported that the right ventricular (rv) lead had intermittent capture at times while the patient was sitting. The ra lead was partially explanted and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.